Manufacturer narrative:
Continuation of concomitant. Model: 693665, lead; implanted: (B)(6) 1995.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was extracted due to an acute endocarditis in fection due to serratia marcescens. Antibiotic treatment was administered. No further patient complications have been reported as a result of this event.